Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Updated fields: b5, d9, h2, h3, h4, h6, h11 corrected field - e3 and g2 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken pins front the transducer receptacle. Based on the results of the investigation, it is likely the following led to the malfunction: "check probe error" was confirmed due to broken pins on transducer receptacle". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed with a similar device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error lights. The issue was found during preparation/prior to sedation of an unknown procedure. There were no reports of patient harm.